Manufacturer narrative:
The hba1c reagent lot number was 782836. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c 503 analytical unit. The sample results did not agree with the history of the patients, so they were repeated. The first sample initially resulted in an hba1c value of 8.35 %. The sample was repeated on (B)(6) 2024, resulting in a value of 6.49 %. The second sample initially resulted in an hba1c value of 20.6 %. The sample was repeated on (B)(6) 2024, resulting in a value of 15.4 %.

Manufacturer narrative:
The field service engineer adjusted the sample probe and the cuvette washing station. The customer did not report any further issues. The investigation determined the service actions resolved the issue.